Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 150-200 units of insulin. Customer¿s blood glucose level ranged from 150 mg/dl to 200 mg/dl. Reportedly, the customer ultimately loaded the existing cartridge and resumed insulin delivery.